Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump was squirting out of their insulin pump during the manual prime process. The customer's blood glucose level was unknown. The customer received an alarm while troubleshooting the insulin pump. The customer declined having a replacement insulin pump sent out to them. The customer did not return the product back for analysis.